Event description:
Unable to open right eye; I made a mistake and put the clear care eye solution in a flat case with no neutralizer and soaked my contacts in it all night then in morning put it in my right eye first and it immediately started burning and stinking and I couldn't get it out because my eye started liquidating and I could not get it out, it was the worst pain I ever experienced honestly and definitely has damaged my eyes, it has been red and stinging and burning all day I cannot open it to bright lights and it's in constant pain. All due to my mistake, I think there needs to be a bigger warning with a much more serious effect like saying it can cause terrible eye pain and serious eye damage if applied directly, and a huge label everywhere so it's well known, I am (B)(6) and I had this in my room and that's why I made this dumb mistake, maybe they need to say like ask parents about it before using, or something along those lines. FDA safety report ID # (B)(4).